Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely unexpected stress on the camera head due to the user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. The following warning is described in the instructions for use (IFU): "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed. No image was observed on the unit¿s screen due to charge-coupled device (ccd) damage. The unit was tested with an olympus test cable. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that no image displayed on the camera head. There was no patient injury reported.